Manufacturer narrative:
This report is being supplemented to provide additional information based on the review of the customer cleaning disinfection and sterilization (cds) processes,results of third-party testing, the device evaluation and the complaint investigation. Based on the results of the investigation, a root cause could not be determined. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: unknown date sampling from: unknown cfu: unknown bacterial identification: pseudomonas aeruginosa the reported event was not confirmed as the scope was not microbiologically tested by olympus. Customer refusal to conduct culture test on the device by olympus, resulted in culture test not being available. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that, during reprocessing, the subject device tested positive for an unspecified number of colony forming units (cfus) of pseudomonas aeruginosa. The outer surface of the scope was tested. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.